Event description:
It was reported that ongoing cartridge alarms occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. There was no reported adverse impact to customer's blood glucose level. The pump was replaced to resolve the issue, and the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.